Event description:
It was reported the patient experienced increased back pain. X-ray imaging revealed a spinous process fracture at the level of l4 with the device at l4-l5 having migrated posteriorly. Although the patient's original symptoms were still improved overall, the patient underwent an explant procedure where the superion indirect decompression spacer was removed. The patient did well post-operatively. The device was discarded by the facility and was not returned for analysis.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately two weeks before explant procedure.